Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and genital haemorrhage ('gen. Abnormal. Bleed') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6)2004, the patient had essure (ess205) inserted. On (B)(6)2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion and 10 months 20 days after removal of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), anaemia ("anemia"), urinary tract infection ("bladder/urinary problems : utl"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), weight fluctuation ("weight fluctuation"), fibromyalgia ("fibromyalgia"), abdominal distension ("bloating") and vaginal haemorrhage ("vaginal bleeding") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst (partial), salpingectomy(one side removal of fallopian tube) (B)(6)2005). Essure (ess205) was removed on (B)(6)2005. At the time of the report, the device dislocation, urinary tract infection, bladder disorder, cystitis, migraine, weight increased, weight decreased, fatigue, alopecia, hormone level abnormal, headache, weight fluctuation, fibromyalgia, abdominal distension and vaginal haemorrhage outcome was unknown and the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, metrorrhagia and anaemia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: patient treatment for device migration, dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), genital bleeding, menorrhagia, metrorrhagia(bleeding b/w periods), anemia, uti, bladder problems, bladder infection, migraine, weight gain, weight loss, fatigue, hair loss, hormonal changes, headaches, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test results: unknown.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2019: pfs received: newly added events- weight fluctuation, fibromyalgia, bloating, vaginal bleeding, onset date of previously reported events- device migration was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("chronic pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), anaemia ("anemia"), urinary tract infection ("bladder/urinary problems : utl"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst (partial)). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the device dislocation, urinary tract infection, bladder disorder, cystitis, migraine, weight increased, weight decreased, fatigue, alopecia, hormone level abnormal and headache outcome was unknown and the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, metrorrhagia and anaemia had resolved. The reporter considered abdominal pain, alopecia, anaemia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: patient treatment for device migration, dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), genital bleeding, menorrhagia, metrorrhagia(bleeding b/w periods), anemia, uti, bladder problems, bladder infection, migraine, weight gain, weight loss, fatigue, hair loss, hormonal changes, headaches, most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received reporter information was added. Case become incident injury nos replaced with new event added device migration, dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), genital bleeding, menorrhagia, metrorrhagia(bleeding b/w periods), anemia, uti, bladder problems, bladder infection, migraine, weight gain, weight loss, fatigue, hair loss, hormonal changes, headaches, device monitoring procedure not performed. Event outcome added dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), genital bleeding, menorrhagia, metrorrhagia (bleeding b/w periods), anemia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.